Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection 1 gram in 2 liter bag every fourth day at night for fourteen days (route not reported) and magnova injection 1 gram in first bag and then 500 milligrams in each bag (route, specific frequency of bags, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis event. No additional information is available.